Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized with severe hyperglycemia. The reporter stated that the patient¿s blood glucose was over 500 mg/dl and they had symptoms of dehydration. While at the hospital, the patient was allegedly treated with insulin via injection and intravenous fluids. During the course of the call with the customer technical support representative, the reporter stated that the patient had not correctly adjusted the bolus settings from the default ones, and that the patient had miscalculated the amount of carbs present in a meal prior to the issue. The patient had contacted animas on (B)(6) 2014 stating that they hadn¿t been able to update the settings on their pump and was informed by the customer technical support representative at the time that they would need to contact their healthcare provider in order to receive this information. This complaint is being reported because the patient experienced a severe hyperglycemic event due to use error of not properly programming the settings on the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report and is not expected to be. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.